Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in a moderately tortuous rca. After predilatation, the lesion could not be crossed with the device. An additional dilation was performed but the stent could not cross again. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is not deformed or damaged. The balloon is well folded and shows no signs of inflation. The crimped stent diameter complies with the specification. The angiographic material shows the treatment of the target lesion in the distal rca. The actual complaint event is not visible. The angiographic material does therefore not contain any further relevant information regarding the nature of the complaint. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.